Event description:
It was reported that the pt has a chronic diabetic foot ulcer. During treatment of this ulcer the nurse switched from using xeroform gauze to adaptic to protect the exposed tendons under the wound vac. This wound reportedly had minimal exudate and the dressing was placed in 2008 and two days later. The dressing was then removed and some portions of the adaptic remained in the wound bed. Attempts were made to irrigate the dressing pieces out with saline, but they remained. As a result, the pt was sent to the ER for wound cleansing and it is unk what specific treatment was performed to remove the product from the wound. Home care performs dressing changes three times a week. The portions of the dressing are almost completely gone.

Manufacturer narrative:
The dressing stuck to the wound - conclusion: a review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.